Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. Upon interrogation, episodes of high ventricular rate (hvr) due to right ventricular lead noise were observed. Isometric testing was performed. Noise was not reproducible. The patient was not pacemaker dependent. Programming change was made. The patient was stable.

Event description:
New information received notes that noise was noted again on the right ventricular lead on (B)(6) 2020. The patient is not dependent. The physician opted not to do additional changes. The patient was stable.

Event description:
New information received notes that the rv lead was capped and replaced on (B)(6) 2021. The patient was stable and discharged in the same day of the procedure.